Manufacturer narrative:
Additional contact person: (B)(6), cardiac cath lab manager. Reference complaint #(B)(4).

Event description:
It was reported that upon opening the packaging, the staff claimed there was a hole in the intra-aortic balloon (iab). The getinge representative informed them that would be impossible as the iab is tightly furled in the t-handle. The customer was unsure but insisted that there was a hole in the iab. A new iab was used to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: dr. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID #(B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. Photos were provided and reviewed. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that upon opening the packaging, the staff claimed there was a hole in the intra-aortic balloon (iab). The getinge representative informed them that would be impossible as the iab is tightly furled in the t-handle. The customer was unsure but insisted that there was a hole in the iab. It was later reported that the iab had been inserted via femoral artery. A new iab was used to provide therapy. There was no patient harm or adverse event reported.